Manufacturer narrative:
The device was not returned for evaluation. The lot number is unk; therefore, the device history record could not be reviewed. (B)(4).

Event description:
It was reported that during the drain removal the tip of the drain fractured and remained inside the pt. The pt required surgery the next day for removal of the piece. The drain was sutured at the skin level.